Event description:
It was reported that an alert for out of range pacing impedance appeared for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and could not determine if it was high or low. Reports show that the lead exhibited high out of range pacing impedance at a later date. The physician stated they would have the patient report to the clinic. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was fractured. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.

Event description:
It was reported that an alert for out of range pacing impedance appeared for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and could not determine if it was high or low. Reports show that the lead exhibited high out of range pacing impedance at a later date. The physician stated they would have the patient report to the clinic. The lead remains in use. No adverse patient effects were reported.